Event description:
It was further reported that follow-up revealed the right ventricular (rv) lead was prophylactically cut, capped and replaced. There were no issues reported with the lead. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead was cut. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).